Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained 550 mg/dl using the truemetrix and 213mg/dl using another meter brand. The customer's expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is 09/06/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer expressed concern mainly of 550mg/dl high result reading.

Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained 550 mg/dl using the truemetrix and 213 mg/dl using another meter brand. The customer's expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer expressed concern mainly of 550 mg/dl high result reading.